Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported left side "pain¿, ¿pressure¿, ¿fatigue¿, ¿capsular contracture baker grade iii¿, ¿capsule rupture¿, ¿surrounding tissue (side unknown) already showed changes but histological examination was fine". The device has been explanted.

Event description:
Patient reported left side "pain¿, ¿pressure¿, ¿fatigue¿, ¿capsular contracture baker grade iii¿, ¿capsule rupture¿, ¿surrounding tissue (side unknown) already showed changes but histological examination was fine". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Observed rupture on the device. Red biological tissue observed on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician confirmed left side "intracapsular rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported pain¿, ¿pressure¿, ¿fatigue¿, ¿capsular contracture baker grade iii¿, ¿capsule rupture¿, ¿surrounding tissue (side unknown) already showed changes but histological examination was fine¿ this record relates to the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g1, h6.

Event description:
Patient reported left side "pain¿, ¿pressure¿, ¿fatigue¿, ¿capsular contracture baker grade iii¿, ¿capsule rupture¿, ¿surrounding tissue (side unknown) already showed changes but histological examination was fine". Healthcare professional confirmed left side "intracapsular rupture". Patient later reported "chronic granulating inflammation" and "cicatricial fibrosis". Patient undergone capsulectomy. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "pain¿, ¿pressure¿, ¿fatigue¿, ¿capsular contracture baker grade iii¿, ¿capsule rupture¿, ¿surrounding tissue (side unknown) already showed changes but histological examination was fine". Healthcare professional confirmed left side "intracapsular rupture". Patient later reported "chronic granulating inflammation" and "cicatricial fibrosis". Patient undergone capsulectomy. The device has been explanted.